Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's device was not able to connect to external devices. Upon further investigation the patient does not have any of their charging or controlling equipment, therefor the patient did not recharge the ipg as recommended in years. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.